Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported that therapy is not working for the patient, and that they still have a lot of frequency and urgency. The patient does not feel stimulation and therapy was confirmed to be in. It was stated that they left the hospital at 1.5v but that was too painful so it was decreased to .9 v on program 3. Stimulation was then increased to program 4 at 3.4v, which was too high, so they lowered it to 23.v. Additional information reported on (B)(6) 2017 indicated that physician did not provide direction on when to change programs and to which one. The patient had an appointment on (B)(6) 2016 and was left on program 2. The change in fecal incontinence was reported as sudden. The family member reported the urinary symptoms have not shown a significant change and now in the past 3 weeks the patient has had 3 episodes of fecal incontinence as well. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.